Event description:
It was reported that the patient can no longer keep up with the demands of charging. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.